Manufacturer narrative:
For large orders, beds are shipped standing vertical on "shipping feet." The head and foot decks are secured during shipment with large pink zip ties. A warning label, part number 1200032, "8.5" x 6" red - do not cut pink tie, has been added to the bom for every type of bed manufactured by noa. The warning label is attached to the pink zip tie itself and instructs the installer to lower the bed into the horizontal position resting on its casters before cutting the pink zip ties. There was no actual injury.

Event description:
Bed was standing vertical on shipping feet. The pink zip tie that secures the head deck during shipping was cut and the head deck fell forward and almost hit the maintenance man who cut the zip tie. No actual injury.